Event description:
Surveillance of the literature revealed four case reports of endophthalmitis associated with the use of baerveldt glaucoma implants. This report contains info relevant to the fourth case. A pt developed endophthalmitis in the left eye 6 months after the insertion of a baerveldt implant 350mm^2 pt presented with ocular pain and reduced vision. Visual acuity had decreased to finger counting and their intraocular pressure (iop) was 22mmhg. Examination revealed that the baerveldt had eroded and was exposed. Injection of the conjunctiva revealed a 2mm hypopyon and b-scan ultrasonography revealed multiple vitreous opacities. A diagnostic anterior chamber paracentesis, extracapsular cataract extraction, pars plana vitrecotomy, and removal of the baerveldt implant was performed. Intravitreal and subconjunctival vancomycin and ceftazidime were administered. Postoperatively, the pt was treated with fortified topical vancomycin and ceftazidime and topical prednisolone acetate. Cultures of the anterior chamber and vitreous showed no growth. The extracted baerveldt implant cultures grew staphylococcus aureus and streptococcus pneumoniae. Visual acuity improved to 20/60, but the iop increased to 52mmhg. The pt underwent placement of another baerveldt implant 350mm 2 six weeks after removal of the original implant. Follow-up 5 months postoperatively, visual acuity was 20/40 and iop was 16mmhg without glaucoma medication. The authors conclude that endophthalmitis is an uncommon complication of glaucoma drainage implants and exposure of the tube seems to represent a major risk factor for late infection. A pharmacia considered the case to be serious related to the sight-threatening event.